Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultra2 meter was reading inaccurately high when compared to a calibrated laboratory device and also when compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2015 when a reading of 63mg/dl was obtained using the subject meter compared to a reading of 43mg/dl obtained using the laboratory device, both measurements within 10 minutes of each other. Additionally a reading of 363mg/dl was obtained using the subject device compared to a reading of 301mg/dl obtained using another onetouch ultra2 device, both measurements taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient stated that she manages her diabetes using insulin and self-adjusts the dose, and it is unknown if the patient made any changes to her usual diabetes management routine in response to the alleged elevated readings. The patient reported experiencing symptoms of sweating, dizziness and fainting a few days after the alleged issue began and reportedly received hcp treatment in hospital of food/drink on (B)(6) 2015 (time unknown). The patient stated her blood glucose was not measured using any other device. At the time of troubleshooting, the csr noted that the meter was set to the correct unit of measure and an approved sample site was being used. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found , the reported issue could not be confirmed. In addition a secondary issue was noted; the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.